Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 2032227-2014-73283.

Event description:
It was reported that the customer had low blood glucose. Customer had issues with her sensor. Customer stated that when she calibrated 2 months ago she got calibration error. Customer's blood glucose was 43 mg/dl. Customer treated with food for low blood glucose. Customer waited for 6 hours to calibrate and checked blood glucose, it was 112 mg/dl so she calibrated again and got calibration error and change sensor. Troubleshooting was done. Advised the customer the old sensor would be replaced. No further information provided.